Event description:
Customer reported via phone call to have received a button error alarm and arrow buttons were not responding. Customer states that he may have been laying on insulin pump. Customer's blood glucose was 163 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Button error alarm and no escape button response due to flattened button dome switch. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.